Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 6 pm for a high blood glucose level of 850 mg/dl. The customer stated that they had a stroke. The customer removed the infusion set and found that they had a bent cannula. Assistance with trouble shooting could not have been provided at the time of the call. However, the customer was sent a new inserter. The caller was the customer's husband. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.